Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit was unresponsive in some areas. It is unknown if the device was in use at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 08 may19. MFR received date 24 apr 19. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and determined the touchscreen was defective. The fse replaced the touchscreen and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. Date of report: 23may2019. Failure analysis concluded that the touchscreen was defective. The customer's complaint was duplicated.